Event description:
Department technicians noticed a burning smell coming from this unit and notified their maintenance department and supervisor. When she arrived in the department she saw visible flame coming from the right side of the unit at the lid switch actuator opening. The lid was open at this time and the unit was operating. The fire was extinguished and the unit was removed from the department and placed on the loading dock. The front cover screen, back cover and fuse holder were removed and placed with the unit.

Manufacturer narrative:
Steris evaluated the returned unit and found that wire insulation and lower limit switch lid of the main wire harness were burned. The wires most impacted appear to be those involving or nearest to the lower limit switch lid. Certain wire connectors (a/k/a "butt splices") in this area could get wet during removal of the instrument tray from the tank. When wet, the butt splices can heat-up over time potentially causing a breakdown in the insulation and, eventually, increased heat near the limit switch.